Event description:
It was reported, the patient used to get morphine and was up to about 4 milligrams (mg) per day where it was starting to help. The health care provider said that was the maximum and he could not go any higher so the patient was switched to dilaudid. Since the medication switch the patient rapidly gained 40 pounds and had a hard time getting thoughts together. The patient was a ¿nervous wreck,¿ had trouble urinating and irritable bowel syndrome. The patient¿s stomach looked like 6 months pregnant. It was noted, the patient was on 2 different medicines to keep her regular and she had fibromyalgia, degenerative disc disease, and bulging discs from her neck to the bottom of her spine. The system was originally being used to deliver dilaudid and morphine but was not just being used to deliver dilaudid. No patient outcome was reported. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).